Event description:
It was reproted that the customer was hospitalized for dka. The customer was vomiting and was very sick. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a fixed prime test was completed and the insulin exited. It was mentioned that the customer has a cold. Advised the customer's family member to call the help line if family member has any further problems or concerns.